Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the internal driveline wires which would have contributed to the driveline power fault alarms and subsequent pump stoppage captured in the submitted log files. A specific cause for the damage to the internal portion of the driveline could not conclusively be determined through this investigation. (B)(6)was returned with the pump cable severed approximately 8¿ from the pump header, and the distal portion of the pump cable was returned. Less than 1¿ of the sealed outflow graft (ofg) was returned separated to the pump cover outlet port, without the outflow graft clip. Less than 1¿ of the outflow graft bend relief was returned attached to the graft attachment. A separate 0.5¿ section of the ofg and 1¿ section of the ofg bend relief were also returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the interior textured surface of the inlet extension revealed a jelly-like, biological lining of coagulated blood. The tissue was not strongly adhered and did not appear to obstruct the flow of blood. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the outer layer of the pump cable revealed 2 large cuts approximately 3" and 4" from the pump housing. Two smaller cuts were observed on the pump cable 7.5¿ and 8.5¿ from the inline connector; however, it was unclear if they were due to explant surgery. The inline connector bend relief was discolored brown. The inline connector pins were severely burnt and discolored. Upon removal of the pump cable silicone jacket, the armor layer was breached 3¿ and 4¿ from the pump housing. Upon removal of the armor layer, the bionate was breached 3¿ from the pump housing. Upon removal of the bionate layer, the ptfe layer was breached 3¿, 4¿, and 13¿ from the housing. Brittle brown residue and green debris were observed under the ptfe layer near the proximal side of inline connector. Microscopic and visual inspection of the wires revealed a large breach in the insulation of the red wire (pwr b) and a small breach in the brown wire (pwr a) approximately 3¿ from the pump housing. Dark black and green debris was observed under the insulation of the red wire. The other wires appeared unremarkable. Visual inspection of the remaining black, blue, yellow, and green wires revealed no obvious signs of breaches or damage to the insulation of the wires. The breach site on the red wire completely fractured when the red wire was stripped. A specific cause for the damage to the internal portion of the driveline could not conclusively be determined through this investigation. The evidence of residue observed along the conductor of the red wire, underneath the insulation, appeared consistent with fluid entering the internal portion of the driveline through the breach site and wicking up the conductor toward the inline connector. This is consistent with modular cable investigation, (B)(4), which found biological material inside the modular cable inline connector that was degraded by the electrical current. As a result, there was an electrical contact/short between the power, communication and one of the ground lines, which would have contributed to the reported alarms and pump stoppage. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿creating the driveline exit site¿), instructs the user to make sure the pump cable is clear of surgical elements that could cause wear. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm and backup battery fault alarm. Log file review captured a driveline power fault in addition to strings of low power advisories due to normal battery depletion. There was no interruption in pump support during these events. The modular cable and controller were exchanged on (B)(6)2021 but the fault alarm persisted. The patient was sleeping when the alarm occurred and they were asymptomatic. There was no discoloration or visible damage noted on the driveline. Further log file review after the controller exchange revealed that the driveline fault was occurring in the same phase as the original controller. A pump stop occurred on the morning of (B)(6) 2021. Another controller exchange was attempted while the pump was stopped due to a driveline fault and controller fault ((B)(4)). The new controller ((B)(4)) was unable to start the pump. The patient reported that their modular cable connection had been getting warm for the past two weeks and they felt a small shock from it. The patient also reported that the controller had been getting very hot. The hot modular cable connection caused the patient to sustain burns to their skin. The controller and modular cable were disconnected from the patient. Patient was transferred to the intensive care unit (ICU) on dobutamine, epinephrine and inhaled nitric oxide.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the evaluation of the returned heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the internal driveline wires which would have contributed to the driveline power fault alarms and subsequent pump stoppage captured in the submitted log files. A specific cause for the damage to the internal portion of the driveline and the reported multi organ failure could not conclusively be determined through this investigation. (B)(6) was returned with the pump cable severed approximately 8¿ from the pump header, and the distal portion of the pump cable was returned. Less than 1¿ of the sealed outflow graft (ofg) was returned separated to the pump cover outlet port, without the outflow graft clip. Less than 1¿ of the outflow graft bend relief was returned attached to the graft attachment. A separate 0.5¿ section of the ofg and 1¿ section of the ofg bend relief were also returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the interior textured surface of the inlet extension revealed a jelly-like, biological lining of coagulated blood. The tissue was not strongly adhered and did not appear to obstruct the flow of blood. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the outer layer of the pump cable revealed 2 large cuts approximately 3" and 4" from the pump housing. Two smaller cuts were observed on the pump cable 7.5¿ and 8.5¿ from the inline connector; however, it was unclear if they were due to explant surgery. The inline connector bend relief was discolored brown. The inline connector pins were severely burnt and discolored. Upon removal of the pump cable silicone jacket, the armor layer was breached 3¿ and 4¿ from the pump housing. Upon removal of the armor layer, the bionate was breached 3¿ from the pump housing. Upon removal of the bionate layer, the ptfe layer was breached 3¿, 4¿, and 13¿ from the housing. Brittle brown residue and green debris were observed under the ptfe layer near the proximal side of inline connector. Microscopic and visual inspection of the wires revealed a large breach in the insulation of the red wire (pwr b) and a small breach in the brown wire (pwr a) approximately 3¿ from the pump housing. Dark black and green debris was observed under the insulation of the red wire. The other wires appeared unremarkable. Visual inspection of the remaining black, blue, yellow, and green wires revealed no obvious signs of breaches or damage to the insulation of the wires. The breach site on the red wire completely fractured when the red wire was stripped. A specific cause for the damage to the internal portion of the driveline could not conclusively be determined through this investigation. The evidence of residue observed along the conductor of the red wire, underneath the insulation, appeared consistent with fluid entering the internal portion of the driveline through the breach site and wicking up the conductor toward the inline connector. This is consistent with modular cable investigation, pi- (B)(4), which found biological material inside the modular cable inline connector that was degraded by the electrical current. As a result, there was an electrical contact/short between the power, communication and one of the ground lines, which would have contributed to the reported alarms and pump stoppage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. The heartmate 3 lvas IFU lists various forms of organ failure (renal and hepatic) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿creating the driveline exit site¿), instructs the user to make sure the pump cable is clear of surgical elements that could cause wear. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the patient that their driveline plug shorted and caught fire, burning the patient's side and leaving scars. The patient was sent home on hospice as ventricular assist device (vad) coordinators felt nothing more could be done. A second opinion for left ventricular assist device (lvad) exchange was sought at an outside hospital. The patient was reportedly very sick with kidney, liver, and gallbladder failure and was rushed to the outside hospital. A new lvad was implanted after the patient was treated for a few days. Immediately following the lvad exchange the patient's organs started functioning again.

Event description:
Additional information: it was reported that the patient's pump had been inactive after having pump stops since on (B)(6) 2021. The patient underwent a pump exchange on (B)(6) 2022 after getting a second opinion. Related manufacturer reports: modular cable MFR#: 2916596-2022-00533. Controller after first exchange MFR#: 2916596-2022-00494. Controller after second exchange MFR#: 2916596-2022-00534. Modular cable after exchange MFR#: 2916596-2022-00535.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm and backup battery fault alarm. Log file review captured a driveline power fault in addition to strings of low power advisories due to normal battery depletion. There was no interruption in pump support during these events. The modular cable and controller were exchanged on (B)(6)2021 but the fault alarm persisted. The patient was sleeping when the alarm occurred and they were asymptomatic. There was no discoloration or visible damage noted on the driveline. Further log file review after the controller exchange revealed that the driveline fault was occurring in the same phase as the original controller. A pump stop occurred on the morning of (B)(6) 2021. Another controller exchange was attempted while the pump was stopped due to a driveline fault and controller fault (hsc(B)(4)). The new controller (hsc(B)(4)) was unable to start the pump. The patient reported that their modular cable connection had been getting warm for the past two weeks and they felt a small shock from it. The patient also reported that the controller had been getting very hot. The hot modular cable connection caused the patient to sustain burns to their skin. The controller and modular cable were disconnected from the patient. Patient was transferred to the intensive care unit (ICU) on (B)(6).